Event description:
It was reported that the system was explanted due to infection. A small pericardial effusion was discovered prior to the procedure, but was unrelated to the infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.